Manufacturer narrative:
Ps346107. Method: the three complaint rt266 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that three rt266 circuits were leaking. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged.

Event description:
A healthcare facility in (B)(6) reported that three rt266 infant dual-heated evaqua2 breathing circuits were found to be leaking before patient use. There was no patient involvement.